Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an arthroscopy surgical procedure while using the inflow tubing fms vue 24pk device, it was observed that from the beginning of the procedure, the room nurse flushed the tubing, and the flush never stopped, delivering a significant amount of fluid into the knee. This resulted in massive infiltration in the patient's thigh and calf. At no point did a pressure alarm manifest. The inflow tubing fms vue 24pk device pump was changed and the overpressure issue was not resolved. The inflow tubing fms vue 24pk device, intermed tubeset schkvlve 24pk device and the unk - fluid management device were all in use with the event occurred. There was a thirty minute delay to the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided. This is report 3 of 3 of (B)(4).